Event description:
Patient presented with multiple critical injuries sustained 3 days prior due to a motor vehicle accident. Following successful implantation of multiple endovascular devices, the introducer sheath was removed revealing evidence of iliac tissue remaining on the sheath. A gore viabahn endoprosthesis (vbh091502) was successfully placed to repair the disruption and the patient's blood pressure stabilized. The decision was made to perform a direct arteriotomy closure so a 9mm balloon was placed and inflated in the vbh091502 for proximal control while performing the cut-down. Upon exposure, the physician stated that the entire femoral artery and the distal external artery were "gone". While attempting to sew a conduit from the distal end of the viabahn to the distal common femoral artery, the physician commented the viabahn device was 'sliding out of the iliac' causing the patient's blood pressure to become unstable. The physician felt he exhausted all endovascular options and converted to an open aortic repair but twas unable to control bleeding. The physician then stated he felt he had exhausted his options to control bleeding and closed the wound. The patient expired later that same day ((B)(6) 2011). The device remains in the patient.